Event description:
Additional information was received that the severity of the central aortic regurgitation was severe. Subsequently the patient underwent a unicorn procedure (undermining iatrogenic coronary obstruction with radiofrequency needle) on the right leaflet of the transcatheter aortic valve and a 23 millimeter (mm) non-medtronic valve was implanted.

Manufacturer narrative:
Updated data: b2 b5 h2 h3 h6 additional codes image review: a case report and one 3mensio video clip from imaging services were provided. Computed tomography (CT) imaging is limited by artifact, resulting in blurry images. The evolut implant appears mildly under expanded, with significant calcification observed outside the transcatheter aortic valve (tav) near node 4. Implant depth is deep, measuring 10.8 millimeter (mm) beneath the right coronary cusp (rcc), 7.6 mm beneath the left coronary cusp (lcc), and 6.9 mm below the basal plane beneath the non-coronary cusp (ncc). Calcification is also present inside the tav, likely corresponding to the prosthetic lcc leaflet tip. 3mensio video clip review: a scroll through the tav confirms the presence of calcification inside the tav near the lcc, which may be contributing to the observed central regurgitation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 7 years and 7 months following the implant of a transcatheter aortic valve, central regurgitation of unknown severity was identified. Subsequently, the patient was hospitalized.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.